Event description:
It was reported that the bd alaris¿ lvp bld180m 15d dehp leaked. The following information was provided by the initial reporter: at completion of blood transfusion, dry blood noted to be near the drip chamber.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer stated a sample would be received but the only set received was part of another complaint and failure mode. No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10015414 lot number 21086332 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 26aug2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d dehp leaked. The following information was provided by the initial reporter: at completion of blood transfusion, dry blood noted to be near the drip chamber.